Manufacturer narrative:
Other, other text: device evaluation- the device is returned for evaluation. The device was given functional testing and the device was found to meet with specifications. The reported issue was not confirmed during testing.

Event description:
It was reported the device was leaking water from the water tank area. No adverse effects reported.